Event description:
The customer reported that the battery does not charge after only one week of use. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.